Event description:
It was reported on (B)(6) 2013 that the or materials coordinator discovered two large drill bits (part # 03.010.028; part # 03.010.029) were found broken on the surgical tray prior to an antegrade femoral rodding correction procedure on (B)(6) 2013. The consultant stated the date of breakage for the drill bits are not known. Consultant clarified when the reamer was being used by the surgeon as a reduction tool to stabilize the femur, it was realized that the two drill bits were broken in the tray. There was no harm to patient and no delay to the procedure since additional drill bit/s were immediately available and used (these two drill bits were not used in the procedure). No other information was provided. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested. Placeholder.